Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced an infusion set tape not sticking during normal use event on (B)(6) 2026. No further information available.